Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6, d.7.

Event description:
Patient reported a right side rupture and that they "had significant issues". Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Patient reported a right side rupture and that "she had significant issues". Device has been explanted.